Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported 68 patients were randomized to receive catheter ablation (n=34) group or medical rate control (n = 34) group from september 3, 2013, to october 6, 2016. Among them, 1 patient developed groin and implantable loop recorder (ilr) implantation site bleeding requiring blood transfusion in ca group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation versus medical rate control in atrial fibrillation and systolic dysfunction: the camera-MRI study¿ the purpose of this study was to determine whether catheter ablation (ca) for af could improve lvsd compared with medical rate control (mrc) where the etiology of the lvsd was unexplained, apart from the presence of af. Suspect device is a 3.5-mm irrigated-tip smarttouch thermocool catheter , however catalog and lot number is unknown.